Event description:
The MFR rep reported the pt's catheter had disconnected. It was further confirmed that the catheter had dislodged and a revision was recommended. No pt symptoms or outcome were provided with the intial report. Add'l info received from the hcp confirmed the catheter had dislodged.